Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage, and damage. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about leakage from the q-syte septum. The fluid leaked from the connection between the septum of q-syte and non-bd's extension tubing.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and five photos. Initial visual inspection of the returned sample did not find any damage to the unit. The unit was tested for leakage in both the actuated and unactuated positions. The unit did not leak in the unactuated position. A bead of liquid formed in the actuated position but as the bead did not drop, it was not considered a leak. Further microscopic inspection was performed and one large column tear was observed. The tear was solely on the column and did not extend to the bottom or top disks; however, this type of damage is known to cause leakage and the reported defect was confirmed. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. This type of defect can occur during manufacturing due to misalignment or a damaged part. Quality inspections are performed at regular intervals to mitigate the risk from this type of defect. In the user environment, excessive actuations, actuations at a wrong angle, or extraneous force may also result in tearing of the septum wall. As the device had been opened and used, bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage, and damage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the q-syte septum. The fluid leaked from the connection between the septum of q-syte and non-bd's extension tubing.